Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable, wall adapter, and working outlet, then followed instruction to leave pump connected for at least 30 minutes, after which pump began charging, did not shut down, and no further assistance was required.